Event description:
Report received from abbott international affiliate of an unrequested bolus/pca dose delivery. The report states "reported by recovery dept to be delivering the pca dose when pump was moved (button had not been pushed)... No pt ade [sic] reported to date. No pt info or history available. Reason for use: pca -- post-operative pain relief. No info on rx, device settings, action taken, pt outcome...checked with charge nurses in the recovery dept (whom returned the pump initially and also with the ICU dept whom may have also come into possession of this pump. Both depts state that they are unaware of any actual incident occurring with this pump, and that no incident reports were filed." No additional info is available.